Manufacturer narrative:
The pipeline device will not be returned as it remains implanted in the patient. The reported event could not be confirmed and an event cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a patient experienced acute left lentiform nucleus infarction after pipeline flex with shield implantation. The patient had undergone pipeline implantation and coiling of a left mca aneurysm. In addition, the patient had undergone neurosurgical clipping of a right mca aneurysm as well as stenting of multiple paraclinoid internal carotid artery (ica) unruptured aneurysms. On (B)(6) 2016 the patient was admitted to the hospital with expressive dysphasia and dysarthria. Medical imaging confirmed left lentiform nucleus infarction; there was no evidence of stenosis or thrombosis of the pipeline device, which was patent. The patient underwent diagnostic tests (cta, mra; neurologist, neurosurgeon, speech pathology review) and recovered without sequelae. The patient was discharged from the hospital six days later, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.